Event description:
Left knee stiffness (joint stiffness). Placed on crutches (mobility decreased). Left knee effusion (joint effusion). Left knee swelling (joint swelling). Excruciating left knee pain (arthralgia). Case description: spontaneous report received on 12/22/2009 from a (B)(6) male pt, whose relevant medial history included "bone on bone". The pt received his first injection of synvisc-one on (B)(6) 2009 into the left knee with the hopes of postponing a knee replacement. Starting on 12/17/2009, the pt experienced "excruciating" left knee pain, stiffness, and swelling that escalated over the next 3 days. On (B)(6) 2009 the pt was seen in the emergency room, where the left knee was drained and the pt was placed on crutches. The pt stated that his physician did not seem to know what happened. As of the date of receipt of this report, the pt's left knee pain, stiffness, and swelling were resolving. No further info was provided. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.